Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that calsed leaked from the connection between the bd phaseal¿ connector luer lock c35j and terumo chemosafe's infusion set during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer was using c35j combined with terumo chemosafe infusion set. During infusion, the anticancer drug, calsed leaked from their connection."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-19. H6: investigation summary: one sample was returned to our quality team for investigation. The product was visually inspected, no damage or defects were observed on the connector or related to the membrane sealing, it was noted the membrane had been punctured. Dimensional testing was performed on the luer thread, verifying all critical dimensions are within specification. A device history review was performed for lot 2001108, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue five retained samples of lot 2001108 were used for additional evaluations. In all cases the product functioned as intended, no leakage occurred and all luer dimensions were within required specification. Product undergoes visual and functional evaluations throughout manufacturing, including leakage testing and dimensional verifications. Results for the reported lot were reviewed and no issues related to the reported incident were identified. Based on the available information, we are not able to identify a root cause at this time.

Event description:
It was reported that calsed leaked from the connection between the bd phaseal¿ connector luer lock c35j and terumo chemosafe's infusion set during use. The following information was provided by the initial reporter, translated from japanese to english: "the customer was using c35j combined with terumo chemosafe infusion set. During infusion, the anticancer drug, calsed leaked from their connection."